Event description:
Customer reports receiving an inaccurate reading in blood glucose test. Customer received a reading of 194 mg/dl compared to a laboratory result of 62 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.